Event description:
Health professional reported allegedly the lap-band device was explanted without replacement due to an "eroded gastric band." An "endoscopy" was conducted that "noted obvious gastric band erosion." Additional info has been requested from the physician but has not been received at this time.

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Additional info including the device serial number has been requested from the reporter but has not been received at this time. Erosion is a surgical physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduction weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required.